Manufacturer narrative:
It was reported that this lead was rendered inactive on (B)(6) 2023 during explant surgery for associated ICD. Lead remains implanted. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 103 months and 39 charging cycles were recorded to the devices memory. The memory content of the device was inspected. The inspection revealed a shock impedance with intermittent values of >150 ohm between (B)(6) 2022 and (B)(6) 2022. Besides that, the inspection revealed no anomalies. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the measured impedances were normal and as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The integrity of the lead cannot be assured.

Event description:
102 months after the implantation it was reported that the ICD and the lead showed high peak shock impedances with a stable baseline impedance. Further examination of the system is planned by the hospital. Lead remains implanted. Should additional information be received, this file will be updated.